Event description:
It was reported that the customer had high blood glucose levels of 426mg/dl. Customer treated high blood glucose levels with the insulin pump. Customer declined troubleshooting for high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).